Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6) 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant.

Event description:
Experience report USA. Patient ID: (B)(6). Related (B)(4). Patient complained of pain. Is the reported event associated with revision of exactech implants? Yes . What side was effected? Right . Initial implant date (index surgery date) (B)(6) 2018. Was the patient revised to exactech devices? Yes. Please describe below: loose femur and recalled poly. Is the reported event related to the breakage of a device? No. Did the reported event lead to a surgical delay/prolongation? No. Patient was last known to be in stable condition following the event. Image, x-ray and ebi attached. Product not returning: chain of command due to recall. (B)(6) 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5. UDI: (B)(4). 510k: k171045. Pro code: jwh. (B)(6) 02-022-35-4512 - truliant tib imp ps insert sz 4.5 12mm. *the serial number (B)(6) is affected by the recall*. UDI: (B)(4). 510k: k171045. Pro code: jwh. Concomitants: (B)(6) 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant.

Manufacturer narrative:
The reason for the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The reported femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. H6: corrected component, and investigation clinical codes.